Event description:
It was reported that two days after the patient had implant surgery of his left device and extension, intracranial bleeding was identified at the area of the left lead tip, which had been implanted a week previously. The patient had progressive balance issues and became very weak at the hotel and called 911. A CT scan of the brain was done and repeated that same day, with icb tip of the left lead. It was noted that the bleeding area was the same or less on the second CT scan. The patient was doing well without focal motor deficits, was cognitively intact, but his gait/balance had not been checked yet. The next day the patient's doctor noted that the repeat CT looked stable, planned to transfer the patient to aru until balance issues resolved and would hold off on left electrode stimulation for a week or two until the hematoma resolved. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID: 3389s-40 lot# v867003, implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
Additional information reported that in (B)(6) 2012, a magnetic resonance imaging scan was done, which showed the leads without acute intracranial abnormalities. There was no evidence of hemorrhage or edema. No evidence of broken hardware. The balance issues and weakness were likely due to parkinson¿s. It was noted that the patient needed to use a walker before having the device implanted and no longer required a walker during ¿on¿ time. The patient no longer was experiencing severe ¿off¿ time.

Manufacturer narrative:
(B)(4).